Event description:
The product set up too fast in pt. Operating room was 68 degrees. Briefly delayed surgery.

Manufacturer narrative:
Device not available for return. Internal investigation in process, but not yet complete.